Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported a confirmed overdischarge. The patient was unable to communicate with the implantable neurostimulator (ins). The representative was unable to get the 60 minute countdown to come up. The representative was instructed to press and hold the audio button and using opposite hand, press and hold the start charge button. This resolved her issue and she was able to get to the physician mode recharge (pmr) screen. The indication for therapy was other chronic/intract pain (trunk/limbs). Additional information received reported a physician mode recharge (pmr) was performed twice and both were unsuccessful. The patient was advised to followup with his managing physician because the patient had informed the manufacturer representative that a pmr was done some time ago by another manufacturer representative. This was the third pmr for the patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the ins had not been charged in over a year and that it was replaced on (B)(4) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they were still unable to interrogate the ins. No patient complications were reported.